Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. The customer was able to load a new cartridge to address the issue. The customer reported a blood glucose level of greater than 500 mg/dl. The customer administered a manual injection to address elevated blood glucose level.